Manufacturer narrative:
The product in complaint was returned to zoll (B)(4) on 10/21/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during active operation on a patient, the autopulse platform experienced a short run time of 30 seconds. The platform could not be restarted. Post-resuscitation checks confirmed that the lifeband had been correctly fitted. Customer also noted that the platform worked well earlier that day when tested with a mannequin. No adverse patient sequelae was reported. No further information was provided.